Manufacturer narrative:
The field service engineer checked water volumes and these were ok. After performing a mechanism check, an overflow of acid wash was observed and would sometimes overflow into other cuvettes randomly. The vacuum was checked and was ok. Precision studies were performed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ureal urea/bun and a second patient sample tested with tp2 total protein gen.2 on a cobas pro c 503 analytical unit. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample initially resulted in a urea value of 7.4 mmol/l and repeated as 15.5 mmol/l. The second sample initially resulted in a total protein value of 117 g/l on (B)(6) 2022 and repeated as 68 g/l on (B)(6) 2022. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The issue was resolved after service intervention. The issue did not re-occur.